Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer has been having high blood glucose. Customer's blood glucose value at time of incident: 225 mg/dl. Customer's blood glucose value was 265 mg/dl. Customer states: the drive support cap is flush. How damage occurred is unknown. Customer reports damage to the drive support cap. Insulin pump will be returned for analysis.